Event description:
Ous MDR - after an implant time of 13 days, a sudden exit block was discovered with this lead. The lead does not appear to have dislodged and even without repositioning, capture is below 5v. Sensing is normal. This lead was explanted.

Manufacturer narrative:
Ous MDR.